Event description:
T was reported that this brady lead was attempted a case of an attempted implant due to unknown product performance issue. This brady lead was replaced with the same model. No adverse patient effects were reported.